Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported "no ECG pressure" issue. The fse checked ECG and blood pressure gains and fiber optic tests all pass. The iabp was running on a simulator overnight with no alarms or errors to report. The iabp was then released to the customer and cleared for clinical service.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) had no electrocardiogram (ECG) pressure. There was no patient harm or adverse event reported.